Event description:
On (B)(6) 2013, a (B)(6) male patient was undergoing repair of the fractured left femur and tibia. While placing the ball tip guidewire down the left tibial canal, a 1-2 in piece of the wire broke off in the tibial canal and was retained.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. Device will not be returned.

Event description:
On (B)(6) 2013 a (B)(6) male patient was undergoing repair of the fractured left femur and tibia. While placing the ball tip guidewire down the left tibial canal, a 1-2 in piece of the wire broke off in the tibial canal and was retained.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The customer defined the guide wire to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item was documented as faultless prior to distribution. Because the product is not available and no further information like x-rays were provided an investigation of the case was not possible. Therefore the root cause could not be determined. Most likely the customer damaged the guide wire during reaming process. A more precise evaluation was not possible due to missing product and information. No discrepancies were detected during risk analysis review.